Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer successfully reset the pump after receiving reset information from technical support, and the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the malfunction reoccurs, which they acknowledged and understood.